Event description:
It was reported that the device delivered inappropriate atp and hv therapies for supraventricular tachycardia. The device was reprogrammed and remains implanted. The patient experienced no adverse consequences and was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.